Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch verio iq meter read inaccurately high. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2012 and obtained the following information. The patient tests his blood glucose 4-5x daily. The patient manages his diabetes with novolog insulin (12 units) and novolin n insulin (35 units 2x daily). The alleged issue began on (B)(6) 2012 at 1:30 pm. The patient reported blood glucose results of "70 mg/dl" with the subject meter and "33 and 35 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceed the expected value of (B)(4). Prior to the alleged results, the patient claims he felt symptoms of dizzy, light headed, disoriented and shaky. The patient drank orange juice as treatment and felt better about 15 minutes after. Earlier that same day, prior to the patient's reported symptoms, the patient obtained blood glucose results around "186 to 211 mg/dl". The patient reportedly continued to take his usual dose of medications and denied making changes to his diabetes management routine. Later that afternoon, the patient retested on another device and obtained a blood glucose result of "109 mg/dl". At the time of troubleshooting, the customer care advocate (cca) noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. Based on the information provided, there is no indication that the product caused or contributed to a serious injury. The patient confirmed his symptoms occurred before the alleged issue first began and denied making changes to his usual diabetes management routine prior to his symptoms. There is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because the subject meter did not meet lfs's accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.